Event description:
During procedure the sheath developed bubbles and the bubbles were unable to be removed, which can be harmful to the pt. Procedure was completed successfully and no harm to pt occurred.